Event description:
It was reported that during an operative hysterectomy procedure the device was being used on tissue and the electrode on the jaw came off during the case. No piece fell into the patient. They used another liked device to complete the procedure. There was no patient consequence reported. The device was discarded after the case.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.